Event description:
Reported to datascope on 9/20/96: during insertion, blood was noted coming from the catheter. The iab was removed and another was inserted.

Manufacturer narrative:
This form was completed by the MFR. Section f was also completed by the MFR. No medwatch form was received from the initial reporter or product user. Underwater leak testing disclosed no leaks in the iab. The iab inflated and functioned normally when attached to the system 90 in the lab. The description of the event and physical evidence indicate that 'channeling'. Blood traveling between the folds of the balloon membrane, was perceived as a leak. This channeling phenonomen is incorporated in datascope's instructions for use for all stat iabs. Device label code: 1738.